Manufacturer narrative:
Based on the information provided, the cause of the reported event cannot be determined. There was no report of any malfunction of an intuitive system, instrument or accessory. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted endometriosis resection surgical procedure on and was discharged on postoperative day two. During a one month follow-up call, the patient reported that 12 days after the procedure, a post-discharge bleeding was identified. It was resolved the same day with an unspecified medication. An ultrasound determined that it could have been an ovarian cyst on the left side. There was no hospital readmission due to this event. There was no report of a da vinci device malfunction.